Event description:
It was reported that the customer was in the emergency room due to high blood glucose and diabetes ketoacidosis. The nurse mentioned that the buttons were unresponsive, and smells like insulin noted in the reservoir compartment. It was stated that the customer is in intensive care unit not feeling well, and the customer was in and out of consciousness. Troubleshooting was performed; the buttons were not responding and the cannula was bent and crimped. The caller stated that the numbers were not ramping on their own, and the scroll bar was not moving up or down without input from the user. Advised the caller that the up or down button may be stuck. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to flattened button dome switch on the escape button. Further testing could not be performed due to the unresponsive buttons. No moisture damage found on the electronics assembly or motor.